Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient saw a low alert on her cgm, drove herself to the emergency room, and took a glucose tablet. The values provided were cgm 88 mg/dl and bg meter 222 mg/dl. At the emergency room a bg finger stick showed an unspecified high reading. She was treated with an insulin injection and sent home in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information was documented.